Event description:
Sudden failure activating various alarms and gas supply stops. The technical alarms and gas supply stop. The technical alarm is also getting activated showing pft restart. After switching ventilator off/on this problem still exists. Pressing battery key on front panel shows 27 volts. Keeping ventilator off for 10-15 minutes, then it again starts working normally.